Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2022-00253. A physician reported the patient had a previous valve and ventricular catheter implanted in the chest with a v-p shunt in march 2018. Due to suspicion of obstruction a new certas valve (828806) and ventricular catheter (ns9001) were added on the opposite side and implanted in the chest on (B)(6) 2019. The valve and ventricular catheter implanted on (B)(6) 2019 were removed on (B)(6) 2022, and only the valve was replaced on (B)(6) 2022. Based on information provided, it is unknown if the patient experienced any signs and symptom. It is also unknown the failure of the removed valve and catheter. The valve and ventricular catheter implanted in march 2018 are still implanted.

Event description:
N/a.

Manufacturer narrative:
The hakim ventricular catheter (ID s9001) was returned for evaluation. Failure analysis - the catheter was visually inspected, no defect was noted. The catheter was flushed, no occlusion was noted. The catheter was leak tested: no leak was noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up occluding the catheter, at the time of investigation no functional issues were noted. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.